Event description:
Device 1 of 3. Reference MFR. Report #1627487-2015-06264 and 1627487-2015-06265. It was reported during the patient's trial procedure a model 3286 lead was initially implanted but high impedances were noted once the lead was in the epidural space. The lead was removed and tested in saline and all impedances were normal. The physician once again tried to implant the lead but could not get the lead to stay anterior. The physician aborted the placement of the 3286 lead and opted to implant two different model leads instead. The physician experienced some additional difficulty implanting the leads and elected to leave the left placed lead in the anterior space for the duration of the trial. Overall the procedure was extended by approximately one and a half to two hours.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.